Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to low blood glucose. The customer's father reported that they experienced high blood glucose as well. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 540 mg/dl at the time of call. The customer's father stated that they gave glucagon shot prior to hospitalization. The customer's father stated that they gave insulin to treat the high blood glucose. The customer's father declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.